Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, with the fill estimate showing 45 units instead of the expected 135 units. There was no adverse impact to the customer's blood glucose level. Although the caller had not completed the necessary steps to remove air from the cartridge, technical support educated the caller on this process and assisted them in reloading the same cartridge. The caller declined to deliver a bolus to update the insulin estimate and instead decided to monitor the situation and follow up if necessary.